Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was placed in this patient in march. In june, the maintenance room found that the catheter leaked fluids. The catheter was therefore removed and two ruptures were noted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Two circumferentially aligned splits were observed between the 18cm and 20cm depth markings. Both splits occurred within permanent kink impressions. The sample kinked preferentially at the split sites during manual manipulation. Microscopic inspection of the splits revealed granular fracture surfaces. Material wear, buckling and discoloration were observed in the vicinities of the splits. The fracture features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The potential folding of the catheter in situ suggested that securement technique may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter was placed in this patient in march. In june, the maintenance room found that the catheter leaked fluids. The catheter was therefore removed and two ruptures were noted. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds1019 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed in this patient in march. In june, the maintenance room found that the catheter leaked fluids. The catheter was therefore removed and two ruptures were noted. No other information was provided.